Manufacturer narrative:
(B)(4). Investigation summary: one (B)(4) was received in poor condition. Approximately .5cm of the ramp has been sheared off. Body fluids were present on the handle. Marker has been deployed. X-ray images received by the doctor shows a object in the breast consistent with the missing tip of the returned device. Based on our knowledge of the device design and its prescribed use, the most likely scenario is that the user removed the marker applicator separately from the biopsy probe causing tip shear. Tip shear has been identified as a potential risk whenever the applicator shaft is removed through the biopsy probe. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Removing the applicator shaft creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language and instruction within the instructions for use. A follow-up procedure was performed to remove the tip and patient is doing well.

Event description:
The sales rep reported that dr. States turned marker and then removed. Has done this method for long time and no concerns. Went over proper placement. Reminding to also turn probe and remove together. Tip sheared in patient. Dr. Was only able to remove the actual marker and not the sheared part of the introducer. If bx results show patient needs surgery then tip will be removed. If not, they will leave it in. Warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear. Warning#10: remove the mammomark applicator and the mammotome biopsy probe together as a single unit from the site and obtain images to confirm marker placement.